Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right occlusion only". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse"), abdominal pain ("abdominal pain") and female sexual dysfunction ("apareunia,"). The patient was treated with surgery (salpingectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, abdominal pain and female sexual dysfunction had resolved. The reporter considered abdominal pain, dyspareunia, female sexual dysfunction and pelvic pain to be related to essure. The reporter commented: (B)(6) 2015 date(s) of insertion discrepancy noted she received treatment for dyspareunia (painful sexual intercourse), apareunia, pelvic/abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2016: essure confirmation test(s) (unspecified): right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: event injury was replaced with right occlusion only, dyspareunia (painful sexual intercourse), apareunia, pelvic/abdominal pain added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.